Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during pars plana vitrectomy, the cutter stopped cutting in the middle of surgery while the surgeon was working near the retina, because of which the surgeon ended up making a tear in the retina due to defective cutting. It was tried the suck prime of the probe, but the cutting could not improve, even after lowering the cut rate to 5000 cut per minute. The procedure was completed on the same day after replacing the product with a new one. The patient¿s current condition was resolved. Additional information was requested, but none has been received to date.